Event description:
Additional information received indicated that the device was explanted and returned. The explant date is unknown.

Event description:
It was reported that the asymptomatic patient presented to clinic after receiving a patient notifier. The device was found to be in back-up vvi mode. A device download was successfully performed to restore the device.

Manufacturer narrative:
The reported field event of backup vvi (bvvi) was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found. The cause of the bvvi could not be determined.

Event description:
New information received notes that the patient expired from causes unrelated to the device.

Manufacturer narrative:
(B)(4).